Event description:
Add-ease binary connector failed on 2 occasions. The previous delivery of medication attached to add-ease binary connectors (protonix) were activated on arrival in the pt's home. This time pt could activate the vials but could not get the fluid out of the vial for infusion due to defective part (add-ease).